Event description:
A patient reported experiencing inaccurate low results with an otbe meter. The patient's blood glucose results were 50, 0 mg/dl. Test were done within 10 minutes with a difference of 44 mg/dl. Patient did not experience any adverse events. No further information has been reported.